Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker and right atrial (ra) lead due to the appearance of the following electrogram (egm) markers: a-pace v-pace (a-sense) a-pace. Technical services (ts) explained that the a-sense was falling in refractory and the a-pace. Marker was due to atrial flutter response. This was likely due to loss of atrial capture and the (a-sense) was a retrograde p-wave, or (a-sense) was the true p-wave and undersensed. Technical services (ts) recommended further evaluation. This pacemaker system remains in service. No adverse patient effects were reported.